Manufacturer narrative:
Reliability analysis inspected 2 opened and used infusion set and performed manual prime and high pressure test using a new lab reservoir along with a 5xx insulin pump. Both infusion sets failed per specifications due to found infusion sets occluded at tubing p-cap needle. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 86 mg/dl at the time of incident. The customer stated that they disconnected and reconnected but they still could not get the insulin to go through. The infusion set will be returned for analysis.